Manufacturer narrative:
On august 30, 2023 mentor received the device for evaluation as well as additional information. The device was identified as a 450cc mentor memorygel breast implant. Lot: 5591519. Catalog: 3504504bc. Expiration date: 3/16/2010. Manufacture date: 3/17/2005. A manufacturing record evaluation (mre) was performed for the updated lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On september 01, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The provided lot number was found to be invalid. As such, no manufacturing record evaluation could be performed.. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 54-year-old caucasian female patient underwent a primary breast augmentation surgery with unspecified mentor gel breast implants. Post-operatively, the patient experienced bilateral baker grade iii capsular contracture as well as a rupture of her right prosthesis, which were confirmed by a medical professional. As a result, the patient underwent removal and replacement with a left-sided 440cc mentor memorygel boost breast implant and a right-sided 520cc mentor memorygel boost breast implant on (B)(6), 2023. No date of implantation was provided to mentor. The lot number for the right device was provided to mentor, but was found to be invalid. Several follow-ups for clarification were performed, but no additional information was received. The provided lot number will be populated for the time being. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-09143 for the contralateral event.